Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore, omsc evaluated based on the content of the proposal and the attached photo. - the probe was broken. - the tissue pad was worn away. - the coating of the grasping section was partially peeled off. The device history record for the lot indicated no anomaly with the event-related items below. - inspection. From the attached photo by the distributor, it appears that the "defective" is a broken probe. The exact cause of the event couldn¿t be exclusively identified. However based on the investigation photos attached by the distributor and the past investigation results, the error and the probe broken possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. <contact with a surgical instrument> during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. <contact with non-insulated area of grasping section> the distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the thunderbeat device is defective. The intended procedure was completed with another device. The subject device was returned to olympus¿s local distributor for evaluation. The distributor confirmed the following event on (B)(6) 2021 and determined that it was an medical device report (MDR) reportable event. - the probe is broken 3mm from the proximal end - a damage mark on the outer side of the probe there was no report of patient injury associated with the event.